Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open procedure of ileocecal resection, the staples were malformed at the 2nd firing when the device was used for resection of the ileum. The doctor felt the knife had a cutting difficulty and the target tissue slipped from the jaws. When another device was used, this incident occurred again and staples were malformed at about 1cm end at the 4th firing during closing the insertion slot of a functional end to end anastomosis. Total buried suture was performed to complete the case. There were no adverse consequences to the patient. The cartridge color was gold. Reinforcement material was not used.